Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was having was having problems with her device. Patient stated her reason for calling was because her urine was coming out. Patient reported that its not even a cc, and it was like it was coming out suddenly, and when it did not come out suddenly, it did not come up at all. Patient was asked a date for when these issues first started. Patient answered that it started in (B)(6) 2018 prior to implant. Patient was asked again as to when patient first noticed these issues since getting the ins implanted. Patient answered 3 days ago. Patient stated that she turned the device up to "36" prior to calling. Patient had access to patient programmer and it showed stim was on at 3.5v at program 4. Patient had the ability to change programs and adjust stimulation. Patient reported feeling stim in the correct area. The reported issue was not resolved. Patient increased stimulation to 3.9v and confirmed that stimulation was comfortable. Patient would monitor symptoms. Patient noted she would see her hcp on the (B)(6). No further symptoms reported. No complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient stated she had a problem with her device. The patient was then transferred to patient services. There were no further complications that have been reported as a result of this event.